Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient¿s system consisted of a competitive device and competitive leads. An elective device replacement procedure was performed and this boston scientific device was implanted. Following device implant, noise and oversensing was noted on the atrial channel due to a suspected fracture of the competitive atrial lead. A revision procedure was performed to remove the lead; however, lead extraction was aborted due to patient blood pressure concerns. The leads were surgically abandoned and this device was explanted. A new system will be implanted at a later date. No additional adverse patient effects were reported.